Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide (co2) result. The quality controls (qc) was in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected and found sluggish dilution cuvette washer (dwud) overflow nozzle 2 and cuvette washer (wud) nozzle 1. The cse cleaned all dwud and wud lines. The cse found water pressure high. The cse adjusted the water pressure to proper level. The cse ran precision with sample and resulted within range. The cause of the discordant co2 result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high carbon dioxide (co2) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was flagged and not reported to the physician(s). The same sample was repeated on an alternate instrument, and recovered lower. The repeat result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high (co2) result.